Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the investigation details it was identified that corrosion was found on the internal components. The corrosion was the most likely cause for the oil like substance which was found on the handpiece. The components were replaced and the handpiece was returned to the account.

Event description:
It was reported that the handpiece was leaking fluid following the sterilization process. There was no patient injury.